Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the boluses are not showing up in the history. The reporter stated that the patient bolused twice today and it did not show up. The bolus history was reviewed and the last bolus was from (B)(6) 2012. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history did not show any bolus recorded on (B)(6) 2012 at 12:00 pm. There were two boluses observed in the bolus history on (B)(6) 2012 at 5:12 pm and 9:13 pm. On testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and recorded in the pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.